Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Additional information was received on 2016-04-08. Of note, the additional information is normally submitted via a bimonthly medwatch supplemental report submission that would have been due on 2016-06-10. Information was subsequently received on 2016-05-10 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported an infection occurred. The device system was explanted. Further review of the manufacturer's database indicated the patient is deceased and died approximately four weeks after explant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that two weeks post implantable cardioverter defibrillator (ICD) implant, the patient developed a hematoma. A pocket revision was planned and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.